Event description:
Customer reported that her insulin pump was malfunctioning because it started to deliver insulin that she did not programmed. Customer stated that she programmed 5.57 units and she has to hit the esc button to stop the delivery, because the insulin pump delivered 5.8 units and did not stop. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.